Event description:
Three units were found where the lancet failed to retreat after use. All three incidents resulted in contaminated needlesticks. All three employees involved are undergoing needlestick treatment. Actual samples discarded. No other info available at this time.

Manufacturer narrative:
Three used samples were returned along with two boxes of clean product. The used samples were examined and two were found to be completely functional. It appeared the customer did not complete the actuation of the device. One sample was observed to have a broken locking mechanism. No defects were found in lot 897831, lot 897830 had one partially actuated lancet. All units functioned properly when fired. Corrective action was initiated. Parts have been modified to help assure full actuation of the unit when fired. This corrective action appears to solve the problem reported.